Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 37 of the patient's mouth. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling and bleeding. No further patient complications were reported.